Event description:
It was reported that customer continued to receive low battery alarm, weak battery alarm, and failed battery alarms even after changing batteries and receiving new battery cap. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.